Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet for at least 30 minutes, after which the pump began charging successfully. No further assistance was required.